Manufacturer narrative:
Additional information was requested on 12/04/2007 by phone and on 12/07/2007 by mail and by fax. Additional information was received. No product was returned for evaluation. Product history record and batch records were reviewed. Documentation indicated the product met release criteria. There are no other reports in the lot. This report was mailed to FDA on: 12/21/2007.

Event description:
Facility reported a patient is experiencing glare following intraocular lens (iol) implant surgery. The glare is reported to be more severe at night. The pt also reported blurry vision at different distances.